Event description:
It was reported to philips that during a vascular procedure, the footswitch did not enable fluoroscopy or exposure. The system was in clinical use during the event, and the procedure was aborted and rescheduled. There were no reports of injury to the patient or user. An investigation into this complaint has been initiated by philips.